Event description:
It was reported that the connecting lock on a legend stylus touch motor was "loosen after installing, so the motor was heating during a procedure". There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
Serial number 13i2016; lot number 208008719. In response to medtronic¿s request for device return, the device was received for evaluation purposes (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event...as no heat failures were observed and the unit did not run hot. Furthermore, the drill was tested per the manufacturing acceptance criteria. During the temperature test, the highest detected temperature reached was 88.5 degrees f. Therefore, it passed the temperature test including all other criteria. Manufacture date february 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.